Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported by the nurse in the coronary intensive care unit (cicu) that earlier in the day the patient had a cardiac arrest. The staff noted that the intra-aortic balloon (iab) had blood in the helium tubing that may have entered the intra-aortic balloon pump (iabp). The staff removed the iab and pulled the iabp from service. The pump was sent to the biomed.

Event description:
It was reported by the nurse in the coronary intensive care unit (cicu) that earlier in the day the patient had a cardiac arrest. The staff noted that the intra-aortic balloon (iab) had blood in the helium tubing that may have entered the intra-aortic balloon pump (iabp). The staff removed the iab and pulled the iabp from service. The pump was sent to the biomed.

Manufacturer narrative:
Serial: (B)(6). Lot: 3000093893. The product was returned with the membrane completely unfolded with blood on the exterior & interior of the catheter and between the maquet sheath and the catheter. The returned sheath was over the catheter tubing and had ribbed damaged. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 24cm from iab tip. Additionally, two catheter kinks were also observed approximately 54.9cm & 77cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported by the nurse in the coronary intensive care unit (cicu) that earlier in the day the patient had a cardiac arrest. The staff noted that the intra-aortic balloon (iab) had blood in the helium tubing that may have entered the intra-aortic balloon pump (iabp). The staff removed the iab and pulled the iabp from service. The pump was sent to the biomed.